Manufacturer narrative:
The pump was received with a blank display due to a faulty component on the interface board. Unable to perform the functional tests, including the displacement, rewind, basic occlusion, occlusion, prime or excessive no delivery tests due to the blank display. The pump was received with minor scratches on the lcd window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5.

Event description:
It was reported via phone call that the insulin pump had a blank display. The customer is having a blank display issue and tried battery replacement but still is having a blank display. The customer's blood glucose was 124mg/dl. After troubleshooting, the display did not return. The customer was advised pump will be replaced.